Manufacturer narrative:
No device failure; lift and sling functions as intended. Device is still in use per the facility.

Event description:
It was reported to manufacturer by attorney representing the injured party who was a resident at (B)(6). Attorney stated incident happened last spring/summer time frame. Resident fell and has passed away since the incident [unsure if there is a direct relationship]. Attorney also stated that someone from joerns did an in-service on the lifts at the facility. Upon further investigation the following information was discovered: in-service and training did happen at facility on (B)(4) 2012; facility has the training records. Per facility they were transferring the resident attempting to weigh her the resident had been moving in the lift [thought she had a seizure] and fell out of the sling landing on the floor. Facility did not know if resident fell backwards out of the sling. Resident was sent to the hospital for medical exam results were laceration to head, closed head injury with subdural hematoma, multiple cervical spinal fractures. No product failure product is still in service.